Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high and was under-expanded. Upon final release, the valve dislodged into the ascending aorta. A second valve was deployed distal to the first valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.